Event description:
The customer reported to olympus that the evis exera iii video system center showed an unsupported scope error (e315). The customer reported they only use compatible scopes (model numbers 170 or 185). No adverse effects to patient reported.

Manufacturer narrative:
An olympus field service engineer visited the customer site to perform service. The field service engineer determined the device had a damaged connector socket and required return to olympus for repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.